Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a "distal deployment defect" with the pipeline vantage. It was also reported that the proximal section of the device failed to open. The aneurysm was located in the internal carotid artery with a maximum diameter of 25.17 millimeters and a neck diameter of 8.81 millimeters. The landing zone artery size was 2.72 millimeters distally and 5.78 millimeters proximally. The angiographic result post-procedure indicated a distal deployment defect. No dual antiplatelet treatment was administered. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the end of the pipeline was not opened. The pipeline was not implanted. A second pipeline was not used. The procedure was rescheduled. The cause of the event was not determined.